Manufacturer narrative:
The referenced scope was returned to the service center. The evaluation found the forceps cover adhesive was peeling. Additionally, the reported "broken elevator" was confirmed as the forceps elevator could not function appropriately as the elevator wire stopper pin was broken. The probe unit was cut and loose. The bending section cover adhesive was cracked. The scope failed the leak test due to a leak from inside the instrument channel (no fluid invasion). The ultrasound image has (3) broken elements. The light guide tube has buckles, and the control knob and movement had play/with low tension. The device was repaired to standard specifications and returned to the customer. A review of the scope's repair history shows the scope was last serviced via repair on september 9, 2019 due a leak at the bending section cover. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified event, the evis exera ii ultrasound gastro-videoscope was reported to have a "broken elevator". No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the forceps cover glue peeling was likely caused by an external force was applied to the tip, which led to the detachment/damage of the tip. This issue is addressed in the instructions for use (IFU): "ultrasound gastrovideoscope gf-uct180 chapter 3 preparation and inspection 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.